Event description:
Information received from the swift prime clinical trial, subject: (B)(6). On (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. The patient was reported to have cerebral vasospasm that resolved on the same day as procedure. The patient was also reported to have an intraventricular hemorrhage that resolved on (B)(6) 2014. The patient also had parenchymal hematoma and cerebral edema that both resolved on (B)(6) 2014. An external ventricular drain was placed for the edema. All the adverse events were procedure related. It was also noted that the solitaire was used for three passes when the IFU (instructions for use) states to not perform more than two passes with the solitaire device.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).